Event description:
It was reported by service report that the siderail panel was cracked, and the motion interrupt panel was broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken motion interrupt pan, cracked siderail panel.